Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the device was having therapy issues and cannot pass the operation check. The following functional tests were performed: checking of the log file results of functional testing indicate the capacitor has failed. Based on the information available and the testing conducted, the cause of the reported problem was the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a quote for repairing the device. We will consider the customer resolved the issue using the information provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.